Manufacturer narrative:
Case (B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. However, this information was not provided, therefore the scope of the event was limited. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records were identified and reviewed. Review of these records revealed no deviation from process or product non-conformity that would have caused the reported event. Infection is a known complication with any invasive surgery. Based on the available information, the root cause of the reported infection could not be determined and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Case-(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision due to infection after 1 month.